Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was fractured. A lead revision was planned. No additional adverse patient effects were reported.